Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, a drop in r-waves was observed. An x-ray revealed rv lead dislodgement. The lead was successfully revised and remains implanted. The patient was stable.